Manufacturer narrative:
The reported complaint of the setscrew coming loose from the header was confirmed. Analysis found the setscrew was freed or came out of the header was because the v-septum had come out of its septum cavity when the setscrew was untightened. The septum lifted out of the septum cavity with the torque wrench due to inadequate adhesives inside and outside of the header. The incomplete adhesives applied may be a manufacturing anomaly. In contrast the a-septum was sealed properly in place with sufficient adhesives.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an unrelated lead revision procedure, it was noted that the set screw of the header of the device was too loose. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.